Manufacturer narrative:
Two (2) actual samples were received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing and integrity testing was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets did not completely close when screwing on to the patient tubing. This event occurred during continuous ambulatory peritoneal dialysis. This was resolved by replacing with a new set. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.